Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. An image was provided showing a fragment broken off from the seal.

Event description:
It was reported that during a da vinci-assisted left inguinal hernia repair with mesh procedure, a rubber piece from the universal seal came off inside the patient. The nurse and robotics coordinator stated that during the removal of an instrument, a fragment fell inside the patient, which the surgeon attributed to poor manufacturing. The fragment was identified during the procedure and retrieved using laparoscopic graspers. All fragments were confirmed retrieved through x-ray, and the missing portion was matched to the cap. No additional surgical procedures, such as laparoscopy or open surgery, were required to remove the fragment. An x-ray was performed as per the policy regarding foreign bodies, but the material was not radiopaque, and no abnormalities were noted. The procedure was completed robotically using a backup universal seal. The patient has not returned to the hospital for post-surgical complications related to retaining a foreign object.